Manufacturer narrative:
The available data for this lead was analyzed including and inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegm showed artifacts on all three channels leading to oversensing with vf detection as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead will be necessary for a root cause investigation. The investigation will be updated, as soon as the product itself is analyzed.

Event description:
Ous MDR - it was reported that approximately 10 months after the implant oversensing was noted on this lead. A replacement procedure is to be scheduled. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approx. 32 cm distal to the is-1 connector pin. In this region, the insulation and the coating of the conductor cable to the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment, as mentioned in the complaint description. Furthermore, cuts in the insulation and a deformed fixation helix were observed. This occurred most likely during the explant procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.